Manufacturer narrative:
The device was received for evaluation. The returned device was visually examined , and the following was observed radial and longitudinal balloon burst confirmed at proximal shoulder and inflation balloon area with guidewire stuck in the sheath and distal part bunched next to hub. Crimping balloon was found twisted, likely due to intra-procedural or post-procedural device manipulation during system retrieval. The returned esheath was cut axially by the site throughout the sheath shaft. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The inflation balloon single wall thickness was measured and all measurements taken of the balloon single wall thickness met the specification. The reported events were confirmed through returned product evaluation and provided imagery. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported as per medical opinion, the balloon burst was caused due to the calcium at the stj level. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catching on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. The technical summary also outlines the instructions for valve deployment. Review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon ) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transaxillary approach. It was decided to perform a prior bav with a non-edwards 20mm balloon as heavily calcified valve. This bav balloon burst at maximum inflation but no hemodynamic compromised, and the balloon was removed. Then, the ds went smooth and valve alignment and positioning was good. During the deployment of the valve with nominal volume, the balloon burst no more than 1 second after being fully inflated with the slow inflation technique. The valve position was acceptable and it was adequately expanded, with a tte post-procedure showing no significant ar. The delivery system was fully retrieved into the esheath, but the burst balloon got stuck in the valves of the esheath itself, causing a prolific blood loss. The esheath and commander were removed together as quickly as possible with a proglide closure device. No cut down was needed but there was some dissection of the vessel which was balloon tamponade with an 8mm balloon via rescue wire, and was then fine. The patient required fluid replacement and urgent blood transfusion of 2 units in the cath lab, but stabilized once hemostasis was achieved. Then, the patient was noted as to fully recovered and discharged. As reported, the esheath was not damaged during the procedure and it was cut it (see pictures attached) only to see the balloon after the procedure and outside the patient. It was fully intact on removal with the balloon stuck half in and half out of the end. As per medical opinion, the balloon burst was caused due to the calcium at the stj level.